Event description:
It was reported by dealer that one of the back canes are missing out of the box for the myonadlt wheel chair. Out of the box failure. Tbm will call back to with what side and what hardware is needed. Out of box protocol questions do not apply. Out of box protocol questions do not apply.